Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. No root cause could be determined as the complaint could not be confirmed.

Event description:
It was reported that the tube seemed to have been cut by the parents on accident. No patient injury was reported.